Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the insulin on board feature was not calculating correctly into the bolus total. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/05/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the black box data revealed the insulin-on-board feature was activated and the duration was set to 4 hours. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. The insulin-on-board feature was found to be functioning appropriately.